Manufacturer narrative:
Only stent was returned without delivery system. It was hard to confirm the fractured part of stent due to lots of foreign bodies covered on it as a result of analysis of returned device. Proximal part of stent was folded up into the stent. Wire of skirt part was fractured as described on complaint details as a result of confirmation after removing foreign bodies covered on the stent. And proximal part of stent was not fractured with our confirmation by pulling proximal end of the stent folded up into. Esophageal structure where stent implanted is the part with active peristalsis. It can be hard to remove of delivery system since it was transformed during deployment due to pressure generated by patient's lesion. However, it is impossible to identify the exact root cause since delivery system was not returned and it is hard to recreate the situation at the time of procedure. However, it was confirmed with our inquiry after receipt of complaint that inner sheath was not placed back into original location by user for removal. It is stated on user manual by this firm in order to prevent these problems as follows. " carefully remove the introducer system and the guidewire from the patient. If excessive resistance is felt during removal, wait 3-5 minutes to allow further stent expansion. (Place the inner sheath back into the outer sheath which is original location prior to removal.) It is considered tip of the delivery system was stuck in the skirt of stent so it caused stent migration since inner sheath was not placed back into original location by user during removal of delivery system. Therefore, it is regarded that wire was fractured by forceps for removing of migrated. Remarks: the suspected device is not registered to us FDA and it has not been shipped into the us.

Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. The suspected device is not registered in the united states, however, it was decided by the firm that we proceed MDR reporting as an event of stent fracture even though there was no damage to the pt due to this incident. We will continuously monitor whether similar or same complaint occurs. The suspected device is not registered to united states FDA and it has not been shipped into the united states. For "a patient information", we, taewoong and our distributor could not get more detail patient info because the hospital did not open the pt info such as age at time of event", "date of birth", "sex" and "weight".

Event description:
It was reported that stricture at cardiac portion of the esophagus was severe. Implantation to the lower esophagus went successful, but tip of outer sheath was caught by the long covered part, which resulted in a total removal of stent. Reportedly, wire of the once-implanted-stent was broken. Another stent was used to finish the procedure. There were no pt complications as a result of this event. Distributor confirmed that physician did not push back the tip to its original position before removal.